Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the patient initially presented to the hospital experiencing dizziness and giddiness.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited oversensing which resulted in pacing inhibition. The lead was capped and a new lead was implanted on the patient's right side. There were no complications during the procedure and the patient was doing well.